Event description:
Customer reported to beckman coulter, inc. (Bec) that the pinch valve pv 43 of the coulter hmx analyzer with autoloader leaked approximately 1 ml of clear fluid. Customer reported that the leak was contained inside the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they powered off instrument and replaced the tubing at pinch valve (pv43) and resolved the issue.

Manufacturer narrative:
(B)(4).